Manufacturer narrative:
Event summary: as reported, after opening the package of a ncircle tipless stone extractor to use in a procedure in the bladder, the user pushed the handle and the basket twisted irregularly. The device could not be used, and they switched to another one to complete the procedure. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in the open position. The distal cannula was protruding from the end of the catheter. The basket formation was smashed flat, and two wires were no longer symmetrical. One wire had come loose from the knot. A function test determined the handle actuated the basket formation but would not close it completely. A document-based investigation evaluation was also performed. One potentially related non-conformance was recorded; the affected device was scrapped. No further related nonconformances were recorded, and no other lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use, which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for the basket deformation could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Name and address: (B)(6). Line 2: (B)(6). Postal code: (B)(6). Occupation: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after opening the package of a ncircle tipless stone extractor to use in a procedure in the bladder, the user pushed the handle and the basket twisted irregularly. The device could not be used, and they switched to another one to complete the procedure. No adverse effects were reported due to the alleged malfunction.